Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc freestyle libre sensor. On (B)(6)2021, the customer obtained a sensor scan of 423 mg/dl and self-treated with insulin (dosage unknown). The customer subsequently experienced symptoms of weak legs, hands shaking, chills, excessive sweating, and difficulty speaking. His girlfriend called emergency services, who obtained a blood glucose result of 39 mg/dl on the healthcare meter. The girlfriend provided the customer orange juice, as advised by emergency services, and the customer was additionally advised to make healthcare provider contact if symptoms continued. No additional information was provided. There was no report of death or permanent injury associated with this event.